Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes there is an issue with removing the stoppers. The following information was provided by the initial reporter: when de-capping vacutainer tubes the hemogard stopper is not removed. Customer experience this from time to time, however not a generic problem. But they do see this mainly with serum tubes. Customer want to bring this to awareness at bd company.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to stopper closure separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® cat (clot activator tube) plus blood collection tubes there is an issue with removing the stoppers. The following information was provided by the initial reporter: when de-capping vacutainer tubes the hemogard stopper is not removed. Customer experience this from time to time, however not a generic problem. But they do see this mainly with serum tubes. Customer want to bring this to awareness at bd company.